Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d9, g3, g6, h1, h2, h3, h6, h11. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the provided photos and returned product found the outer carton exhibits crush damage. Additionally, both inner and outer sterile blister is cracked. Sterility has been breached. No damage to the device was noted. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the innermost package and the outer hard plastic of the box were both cracked and compromised. No adverse event has been reported as a result of the malfunction.